Event description:
Account has a bed that the weld on the left foot caster tube of the base frame broke when there was a patient in the bed. He said that when the weld broke, the caster folded under the bed and the bed was leaning that direction.

Manufacturer narrative:
There were no injuries due to the broken weld. Technician replaced base frame and function checked brake steer and scales to resolve.